Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -6.0/3.5/002 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).